Event description:
It was reported the patient had no stimulation sensation. It was stated the patient was kind of feeling stimulation when they recovered from the implant and the manufacturer representative turned the stimulation down low. It was noted when the patient go home they were not able to feel stimulation and turned it up from 6.4 volts to 8.4 volts and they were still not feeling stimulation. Reportedly, the patient used their programmer to check and their implantable neurostimulator (ins) was turned on. It was noted the patient turned their stimulation off until they could see the manufacturer representative. The patient stated the morning of report they had to run to the bathroom and didn¿t make it to the bathroom. The patient stated ¿it ran right through me like the stim wasn¿t on.¿ it was noted the patient stated their manufacturer representative said they didn¿t like where the new lead wire was going and the entire system needed to be redone. It was later reported the patient met with their manufacturer representative the week prior to report and they checked the system and determined the lead needed to be revised. It was stated it was determined that the patient¿s lead was sending no signal and that is why they hadn¿t had stimulation for three years. It was noted the patient was scheduled to go in on (B)(6) 2014 to have surgery to revise the lead. It was reported the patient thought they had replaced the batteries in the programmer. It was stated the patient wasn¿t getting stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v003010, implanted: (B)(6) 2006, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3889-28, lot# v003010, implanted: (B)(6) 2006, product type: lead; product ID 3889-28, lot# v003010, implanted: (B)(6) 2006, product type: lead. (B)(4).